Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event and found the table to be operational. Although the technician was unable to duplicate the reported event he was instructed by steris technical support to replace the manifold block and leg cylinders, hand control and change the hydraulic fluid. The table was tested and returned to service; no additional service action or issues have been reported. The steris service technician and account manager stated that user facility personnel did not have the patient positioned properly for the type of operation being conducted. The cmax surgical table positioning guide states that in the low lithotomy position, the patient should be placed on the seat section of the table and not the leg section. The technician and account manager advised user facility personnel of the importance of properly positioning the patient.

Event description:
The user facility reported that during a patient procedure with the patient positioned at the leg section of the table, the table drifted downwards several times. No injuries or procedural delays or cancellations were reported.